Manufacturer narrative:
No sample was received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. As a sample is not available for investigation, damage cannot be confirmed or rather a root cause cannot be identified. Should a sample subsequently return, this complaint will be reopened and the sample will be investigated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a reusable knife was dull upon insertion during cataract surgery. An alternate knife was obtained in order to perform and complete the procedure. There was no harm to the patient. Additional information received confirmed that this was the first use of this reusable knife.